Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vessel. A mustang 6.0 x 40, 40cm was advanced for dilatation. During the third inflation at 20 atmospheres for 30 seconds, the balloon ruptured in the proximal side from the center of the balloon. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.